Event description:
It was reported that an intraocular lens (iol) in the patient's left eye had rotated 22 degrees and was decentered. Secondary surgical intervention was performed to reposition the iol. No serious/sight threatening issue reported. No further information available.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as the lens remains implanted. Establishment name: unknown/not provided. Initial reporter email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: unknown, information not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.